Event description:
Nursing attached and primed the set with drug per usual. Approximately 7 min/26 ml into infusion another nurse came to add a pump to the pole and noticed something dripping onto her hand. Tubing was found to be detached at a white connection point. Per nurse, patient has not moved from the chair that could result on any tugging or binding in the tubing.